Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced "excessive bleeding" during his permanent implant procedure as a result of the medication he was taking prior to the procedure. Subsequently, the procedure was abandoned and as of (B)(6) 2015, the patient was stable and "doing fine".